Event description:
It was reported the patient was implanted with a prodisc-c at c4-c5 on an unknown date in 2010. The patient returned to the surgeon on unknown date, complaining of neck and shoulder pain. On (B)(6) 2014, the surgeon removed the prodisc-c, performed a corpectomy at c5, and performed a fusion at c4-c6 (plating). There was no extension of surgery time and the procedure was successfully completed. It was reported that there were no device related issues regarding the prodisc-c implant. This is 1 of 1 report for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Implant date: 2010. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.